Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Two device photographs were returned for evaluation and initially evaluated and submitted under medwatch report 3006260740-2023-01336. After further review it was determined the two photographs belonged to different events and have been evaluated under medwatch reports 3006260740-2023-01246 and 3006260740-2023-01344. This report does not have a returned/evaluated device. H3 other text : device not returned for evaluation.

Event description:
Customer reported that the tubing is breaking where the line connects to the luer lock. Occurred post-insertion, no indication of impact on a patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the infusion set tubing was confirmed but the cause is unknown. A single photograph of a damaged infusion set was returned for evaluation. The implicated device was a 22g x 0.75¿ safestep safety infusion set. A needleless injection cap was attached to the infusion set¿s luer adaptor and a non-device clamp was engaged on the tubing. Red residual material was present in the tubing and luer adaptor, indicating that the infusion set had been used. A semi-circumferential split was seen in the tubing, directly distal of the luer adaptor. Microscopic observation and tactile evaluation could not be conducted without the physical sample. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include tensile (pulling) damage, material fatigue, or damage from a sharp instrument. H3 other text : evaluation findings are in section h.11.

Event description:
Customer reported that the tubing is breaking where the line connects to the luer lock. Occurred post-insertion, no indication of impact on a patient. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
The customer reported that the tubing is breaking where the line connects to the luer lock. No other information was provided.